Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, two mitraclips were implanted successfully. While advancing a third mitraclip it was identified that the steerable guide catheter (sgc) was not reacting while the m knob was turned. Troubleshooting was preformed unsuccessfully. A replacement sgc was advanced and two new mitraclips were successfully implanted and the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays were reported.

Manufacturer narrative:
All available information was investigated and the reported positioning failure of inability to curve was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability to curve appears to be related to the observed "+" cable break. However, a conclusive cause for the cable break cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: medical device problem code: 3026 was updated to code 1158.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, two mitraclips were implanted successfully. While advancing a third mitraclip it was identified that the steerable guide catheter (sgc) was not reacting while the +/- knob was turned. Troubleshooting was preformed unsuccessfully. A replacement sgc was advanced and two new mitraclips were successfully implanted and the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays were reported.